Event description:
The micl12.6 implantable collamer lens was not properly aligned in the injector during loading and as a result the icl tore as the surgeon inserted it. The lens was removed without any patient injury and the backup icl was implanted. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
(B)(4) - no consequences or impact to the patient. (B)(4) - lens (iol), torn, split, cracked. Results: visual inspection of the returned lens showed one haptic plate and pieces of the other haptic was torn off and missing. There was a dried dark surgical residue on the lens. (B)(4).